Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to increase the stimulation due to a gradual return of their symptoms today but saw a power-on-reset (por) message. The patient stated that they noticed the gradual return of the symptoms and did have surgery (not related to the implanted device/therapy) about the same time (¿about a year ago in may 2018¿). It was noted that the patient met with their doctor last week who suggested that they increase the stimulation due to the return of their symptoms. The patient did not have their programmer at the time to increase the setting. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.